Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("almost debilitating pain when close to or during menstrual cycles"), muscle spasms ("lower back cramping"), abdominal pain lower ("have had severe lower abdominal pain") and loss of personal independence in daily activities ("pain has left me unable to do any standing job"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, muscle spasms, abdominal pain lower and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, loss of personal independence in daily activities, muscle spasms and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-jun-2017: this case was converted from the conceptus database into argus on 10-jan-2014 and it was initially reported by a consumer. Further information (legal claim) was received on 20-jun-2017 and qualifies this previous conceptus case as reportable case by bayer: lawyers were added as reporter. Event added: pain. Essure was removed on (B)(6) 2015. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('genital haemorrhage'), menorrhagia ('menorrhagia') and immunodeficiency ('immunodeficiency') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst and cervicitis. Concurrent conditions included kidney stones, renal colic, umbilical hernia, morbid obesity, migraine, allergic reaction and nickel sensitivity. In 2008, the patient experienced muscle spasms ("lower back cramping"), dysmenorrhoea ("almost debilitating pain when close to or during menstrual cycles"), abdominal pain lower ("have had severe lower abdominal pain") and loss of personal independence in daily activities ("pain has left me unable to do any standing job/inability to function on a daily basis"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache "), female sexual dysfunction ("inability to have sexual intercourse"), migraine ("migraines"), nausea ("nausea"), mood swings ("mood swings"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), immunodeficiency (seriousness criterion medically significant), diarrhoea ("diarrhoea"), urinary tract infection ("infection : urinary"), cystitis ("infection: bladder"), hypertonic bladder ("frequency and urgency"), pain ("burning pain"), haematuria ("passing blood"), dysuria ("sharp pain when peeing"), suprapubic pain ("suprapubic pressure"), urinary incontinence ("urinary incontinence"), weight fluctuation ("weight fluctuation "), anhedonia ("fatigue that made her want to give up and not do anything"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("allergic to nickel and other non precious metals"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge ") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure implant, abdominal hysterectomy with left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, muscle spasms, dysmenorrhoea, abdominal pain lower, loss of personal independence in daily activities, vaginal haemorrhage, headache, female sexual dysfunction, migraine, nausea, mood swings, depression, fatigue, alopecia, immunodeficiency, diarrhoea, weight decreased, urinary tract infection, cystitis, hypertonic bladder, pain, haematuria, dysuria, suprapubic pain, urinary incontinence, weight fluctuation, anhedonia, hypersensitivity, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anhedonia, back pain, bladder disorder, cystitis, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, hypersensitivity, hypertonic bladder, immunodeficiency, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, menorrhagia, dysmenorrhea and lower abdominal pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. New events added- abdominal pain, dysmenorrhea, allergy to metals, migraine, alopecia. All the information from the deletion case has been transferred to case (B)(4) to this retention case. Events added from deletion case- device monitoring procedure not performed, device dislocation, pelvic pain, genital haemorrhage, menorrhagia and immunodeficiency, headache, vaginal haemorrhage, female sexual dysfunction, nausea, mood swings, depression, fatigue, diarrhoea, weight loss, urinary tract infection, cystitis, hypertonic bladder, pain, haematuria, dysuria, suprapubic pain and urinary incontinence abdominal pain, weight fluctuation, anhedonia, hypersensitivity, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, gastrointestinal disorder and back pain. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('genital haemorrhage') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst and cervicitis. Concurrent conditions included kidney stones, renal colic, umbilical hernia, morbid obesity, migraine, allergic reaction and nickel sensitivity. In 2008, the patient experienced muscle spasms ("lower back cramping"), dysmenorrhoea ("almost debilitating pain when close to or during menstrual cycles"), abdominal pain lower ("have had severe lower abdominal pain") and loss of personal independence in daily activities ("pain has left me unable to do any standing job/inability to function on a aily basis"). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache "), female sexual dysfunction ("inability to have sexual intercourse"), migraine ("migraines"), nausea ("nausea"), mood swings ("mood swings"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), immunodeficiency ("immunodeficiency"), diarrhoea ("diarrhoea"), urinary tract infection ("infection : urinary"), cystitis ("infection: bladder"), hypertonic bladder ("frequency and urgency"), pain ("burning pain"), haematuria ("passing blood"), dysuria ("sharp pain when peeing"), suprapubic pain ("suprapubic pressure"), urinary incontinence ("urinary incontinence"), weight fluctuation ("weight fluctuation "), anhedonia ("fatigue that made her want to give up and not do anything"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("allergic to nickel and other non precious metals"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge ") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure implant, abdominal hysterectomy with left salpingo-oophorectomy and ablation). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, muscle spasms, dysmenorrhoea, abdominal pain lower, loss of personal independence in daily activities, vaginal haemorrhage, headache, female sexual dysfunction, migraine, nausea, mood swings, depression, fatigue, alopecia, immunodeficiency, diarrhoea, weight decreased, urinary tract infection, cystitis, hypertonic bladder, pain, haematuria, dysuria, suprapubic pain, urinary incontinence, weight fluctuation, anhedonia, hypersensitivity, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anhedonia, back pain, bladder disorder, cystitis, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, hypersensitivity, hypertonic bladder, immunodeficiency, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('genital haemorrhage') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 627097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst and cervicitis. Concurrent conditions included kidney stones, renal colic, umbilical hernia, morbid obesity, migraine, allergic reaction and nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced muscle spasms ("lower back cramping"), dysmenorrhoea ("almost debilitating pain when close to or during menstrual cycles"), abdominal pain lower ("have had severe lower abdominal pain") and loss of personal independence in daily activities ("pain has left me unable to do any standing job/inability to function on a aily basis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache "), female sexual dysfunction ("inability to have sexual intercourse"), migraine ("migraines"), nausea ("nausea"), mood swings ("mood swings"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), immunodeficiency ("immunodeficiency"), diarrhoea ("diarrhoea"), urinary tract infection ("infection : urinary"), cystitis ("infection: bladder"), hypertonic bladder ("frequency and urgency"), pain ("burning pain"), haematuria ("passing blood"), dysuria ("sharp pain when peeing"), suprapubic pain ("suprapubic pressure"), urinary incontinence ("urinary incontinence"), weight fluctuation ("weight fluctuation "), anhedonia ("fatigue that made her want to give up and not do anything"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("allergic to nickel and other non precious metals"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge ") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure implant, abdominal hysterectomy with left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, muscle spasms, dysmenorrhoea, abdominal pain lower, loss of personal independence in daily activities, vaginal haemorrhage, headache, female sexual dysfunction, migraine, nausea, mood swings, depression, fatigue, alopecia, immunodeficiency, diarrhoea, weight decreased, urinary tract infection, cystitis, hypertonic bladder, pain, haematuria, dysuria, suprapubic pain, urinary incontinence, weight fluctuation, anhedonia, hypersensitivity, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anhedonia, back pain, bladder disorder, cystitis, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, hypersensitivity, hypertonic bladder, immunodeficiency, loss of personal independence in daily activities, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Lot number: 627097 manufacturing date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.